Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an imp lantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that maybe on/off for a year they had difficulty charging the implanted neurostimulator (ins). The patient noted that the recharging difficulty got worse in the last 6 months. The patient also noted that they could get the recharger to make an excellent connection with the ins when they use the belt while standing, but they couldn't stand up that long with their "condition" so they sit down. When they are seated, however, the recharger often loses connection and the charge efficiency goes from excellent to good. The patient mentioned that they had been sitting in a sofa, so they tried sitting in a dining room chair so they could sit straight up and that seemed to work better, but at times they still experience inconsistent charge efficiency while in a seated position. During the call, the patient was sitting in the dining room chair and the recharger maintained an excellent connection with the ins. The ins charge level increased from 80% to 100% in an appropriate amount of time. No issue was found with the recharger. The patient mentioned that they had never been able to palpate the ins, so the rep thought the ins might be too deep, flipped, tilted, or possibly moved from its original position. The rep told the patient that replacing the recharger would likely result in the same recharging experience. The patient said they will continue repositioning the recharger as needed and will follow up with the doctor to address the ins pocket if necessary.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.